Event description:
It was reported that the inflatable penile prosthesis (ipp) device pump was stuck and would not lock during the implant procedure. All components were explanted without patient complications.